Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was not resurfaced. The patient was implanted with depuy knee system and depuy bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial component was not grossly loose, though was easily disconnected with ostetome. He noted the femur was not grossly loose but did appear to be small and internally rotated. The surgeon reported the patella was not resurfaced. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019; (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.